Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00473, 3005168196-2019-00474, 3005168196-2019-00475.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). It should be noted that the patient's anatomy was overly tortuous. During the procedure, the physician made three attempts to detach a smart coil using the handle before the smart coil detached in the target location. It was reported that the same issue occurred with two additional smart coils. However, all three coils were successfully implanted, and the procedure was then completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned handle revealed an undamaged device. It should be noted that the patient¿s anatomy was overly tortuous. During the functional testing the handle was tested with the handle fixture and functioned within specification. If the patient anatomy is tortuous, friction may build up within the pull wire and the hypotube of the smart coil pusher assembly. While attempting to detach the coil using a handle, the friction may overcome the handle pull force and prevent the coil from detaching from its pusher assembly. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.